Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) no anomalies found. Proximal segment returned and analyzed. The previously reported lead fractures were later determined to be the result of explant damage.

Event description:
The lead was returned to the manufacturer following the patient's death, analyzed, and subsequently tested out of specification. There is no allegation from a health care professional that the death was device related. The cause of death has been requested and not received. Additional information received from the clinic reported the last time the patient had been seen by them was (B)(6) 2008.

Event description:
The lead was returned to the manufacturer by the funeral home following the patient's death, analyzed, and subsequently tested out of specification. There is no allegation from a health care professional that the death was device related. The cause of death has been requested and not received.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) distal conductor fractured. Proximal segment returned and analyzed.